Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, multiple instruments tracked intermittently during the procedure. It was reported that the passive planar blunt probe and microscope probe were intermittently tracking. It was noted that the intermittent was that the status went from green to red. It was reported that multiple lot numbers of spheres were used during the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later noted that the operating room (or) environment had not changed from previous uses of the navigation system.